Event description:
It was reported that a patient had swelling, pain, and a bump ¿near the anchor site¿ and below the incision. It was stated that it was unknown whether action was required. It was unknown whether the issue was resolved or if the cause of the issue had been determined. It was stated that the patient called and asked for his stimulation to be checked. It was reported that the stimulator was ¿working well¿ but he was having back pain and ¿swelling¿ in his mid-back after digging a hole ¿approximately one month ago¿. It was stated that the registered nurse first assistant (rnfa) suspected the area was the site of the anchor. It was noted that the attending physician was asked to see the patient but the patient left the facility without notifying anyone. It was stated that there had been no further update from the patient. It was reported that the patient status was alive with no injury. Additional information received reported the patient had gone to the doctor, ¿had anchors moved around¿ and it was the first time the patient had tried to charge since then. It was clarified that ¿anchors moved¿ meant that the anchors caused pain and irritation, so the patient had a surgery to have the leads and anchors moved. It was noted that started about 2-3 months ago.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2013-02-13 explanted: product type lead product ID 3777-60, serial# (B)(4), implanted: 2013-02-13 explanted: product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID neu_unknown, serial# unknown; product type unknown product ID neu_unknown, serial# unknown; product type unknown product ID neu_unknown, serial# unknown; product type unknown. (B)(4).